Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging they are having ¿issues¿ with the current pump. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow up # 1 date of submission 1/01/2017. PMA/510 (k) #: k080639.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2017 with the following findings: during investigation, the pump was powered up to a dim display. No other issues were found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.